Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the frame of the retractor broke while the doctor was towing the retractor blade. The medial blade was unable to tow. There was no indicated harm or injury to the patient or operator, and there was a one minute delay to prep another retractor.

Manufacturer narrative:
Additional information: lot number; current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
UDI: na. Additional information: (ethnicity), (methods, results, and conclusions) - the returned retractor was evaluated. The medial rotation plate has fractured. Based on the limited event description, the cause cannot be conclusively determined. A review of the production records does not indicate manufacturing would have contributed to the failure in this event.

Event description:
It was reported that the frame of the retractor broke while the doctor was towing the retractor blade. The medial blade was unable to tow. There was no indicated harm or injury to the patient or operator, and there was a one minute delay to prep another retractor.